Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4c0929 sigradmt - tri 2.0 sigradmt rad med thk 12mm, lot# n4e1944y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robot-assisted lower esophageal cancer surgery, while on gastric tube reconstruction, one of the 12mm. Radial reload felt different from normal when checking whether it was open or closed. After that, the firing could not be done, so a new reload was opened. The 2nd 12mm. Radial reload was connected to the handle but the shipping wedge could not be removed. A third radial reload was used and able to fire without any problems. Additionally, five 60mm. Purple reloads were used but one of the reload contained what appeared to be dirt so the usage was discontinued. A new reload was opened and the procedure was continued. During thoracic cavity manipulation, other reloads could be fired with the same manual handle. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the two thirds of the cartridge length. The jaw of the reload was open. Staple pushers were visible at the two thirds of the cartridge length. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.